Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical-7 device does not hold a charge. Also, customer stated that the alarm speaker does not function properly. Additional information received from customer indicated that there was no error code or message given. The visual display was working properly. The sound was distorted and the unit was able to engage in monitoring activities. No known impact or consequence to patient.